Event description:
It was reported that (B)(6) 2008 lower extremity edema, (B)(6) 2008 myoclonic jerking of both legs, (B)(6) 2010 arthroscopic irrigation and debridement, removal of loose bone fragment.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown nv2. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Manufacturer narrative:
An unclear event regarding an unknown implant was reported. The event was not confirmed. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.

Event description:
It was reported that (B)(6) 2008 lower extremity edema, (B)(6) 2008 myoclonic jerking of both legs, (B)(6) 2010 arthroscopic irrigation and debridement, removal of loose bone fragment.